Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their insulin pump would not respond after a battery change. The customer stated they attempted to rewind, but their insulin pump appeared to be frozen. It was also found the buttons would be unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly however; the insulin pump had moisture damage on the keypad traces during visual inspection. The insulin pump received with normal operating currents. No unexpected battery alerts or alarms noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.